Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported a cartridge alarm occurred. Customer's blood glucose was 92 mg/dl. Customer loaded new cartridge and resumed insulin delivery.